Event description:
The user received erroneously low vancomycin results for two patient samples. Patient sample 1: the initial result was < 0.8 ug/ml. This result was accompanied by a data flag and was reported out. The sample was automatically repeated by the analyzer, and a value of 9.5 ug/ml was received. The user repeated the original sample on another c501 analyzer, (B)(4) at the site, and received a result of 9.1 ug/ml. Patient sample 2: the initial result was < 0.8 ug/ml. This result was accompanied by a data flag and was reported out. The sample was automatically repeated by the analyzer and a result of 8.0 ug/ml was received. The user repeated the sample on other c501 analyzer, (B)(4), and received a result of 8.2 ug/ml. The physician was notified of the corrected reports for both patient samples. Customer said patients were not impacted by the erroneous results reported. Vancomycin reagent lot number - 14459700. The field service representative found the sample probe was misadjusted/misaligned. He replaced, adjusted and aligned a new sample probe. The customer ran calibration and controls, with all results acceptable by customer. Customer reported no further issues.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.